Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given an isleeve introducer sheath was placed and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: two days post index procedure, the subject developed left bundle branch block diagnosed by echocardiogram. A temporary pacer was placed for the event and was later removed at the time of discharge. The subject was discharged on aspirin on the same day.

Manufacturer narrative:
B5 describe event or problem - corrected. E1 initial reporter title, first name, last name - updated. E1 initial reporter phone number - updated. H6 patient codes - updated to imdrf codes. H6 impact codes - updated to include imdrf codes.

Event description:
Reprise IV study: it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given an isleeve introducer sheath was placed and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: two days post index procedure, the subject developed left bundle branch block diagnosed by echocardiogram. A temporary pacer was placed for the event and was later removed at the time of discharge. The subject was discharged on aspirin on the same day. It was further reported the lbbb developed one day post procedure, not two days post index procedure as previously reported.